Event description:
It was reported that during a cryo ablation procedure, the case was completed with cryo and tamponade was observed. Extracorporeal membrane oxygenation (ECMO) was used, and a sternotomy was performed to identify where the tamponade started. It was discovered that the right superior pulmonary vein was 'ripped' and it could not be accessed correctly to suture it. The patient was transferred to the operating room (or) and a cec was installed to access the damaged vein. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.